Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of an erroneous high elecsys ft3 iii (ft3 iii) result for 1 patient sample tested on the cobas 8000 e 602 module. The customer provided the patient sample for investigation and it was tested on an e602 module, a cobas e 411 immunoassay analyzer, and a cobas 8000 e 801 module at the investigation site. It is not known if the erroneous result was reported outside of the laboratory. Refer to the attachment to this medwatch for relevant patient data. There was no allegation of an adverse event. The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site with the e602 module was 257857 with an expiration date of 01-jul-2018. The ft3 iii reagent lot number used at the investigation site with the e411 analyzer was 257857 with an expiration date of 01-jul-2018. The ft3 iii reagent lot number used at the investigation site with the e801 module was 227001 with an expiration date of 01-mar-2018. The serial number for the customer's e602 analyzer and the ft3 iii reagent lot number used was not known. Except for the one high result generated at the customer site, all other values from the customer site and the investigation site were within the normal reference range. A specific root cause was not identified. Additional information was requested for further investigation but was not provided. Based on the information available, a general reagent issue is not likely. A possible root cause may be related to the sample itself (incorrect preparation of the sample leading to clots or fibrin filaments) or the reagent (presence of bubbles/foam on the reagent surface or the system reagents).